Event description:
A customer reported getting an err-6 message on their precision xtra meter and experiencing tingling in her feet, headache and chest pain. The paramedics were called and transported customer to a local healthcare facility where she was diagnosed with hyperglycemia and treated with "diabetic shot. " the customer also reportedly self-dosed with metformin to alleviate the symptoms. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This case does not involve a product malfunction. During course of troubleshooting with adc customer service, it was discovered the customer was using expired test strips (expired october, 2009). Since the medical event was related to a use error, no investigation of the product is required. This is a final report. Note: the device manufacture date is unknown.